Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product tfnt30-60 that is sold in the united states under (PMA/510(k) # (p040020).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, 3 scratches noted on the iol when implanted in the eye. The surgery was completed on the same day. The iol was removed from the patient eye and replaced during the initial procedure. There was no patient harm.